Event description:
During a pulsed field ablation (pfa) procedure a faradrive was selected for use. It was reported that a patient experienced a femoral hematoma. An inadvent puncture of a small branch of the femoral artery occurred, causing active bleeding. A computed tomography (CT) scan, echocardiogram (ECG) and femoral artery angiography were performed and positioning of spirals to occlude the bleeding vessel. The patient was kept for observation and was successfully discharged on (B)(6). The device is not expected to return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.